Event description:
The complainant reported that clinicians were performing the therapeutic implant of a vaxcel implantable port in a female patient. During the procedure, the doctor inserted the port with the peel-away sheath, but when the physician tried to remove the sheath, it failed to split cleanly and tore several times. The physician then incised the sheath longitudinal several times and grabbed the external ends with instrumentation. No fragments of the device got into the patient. This same device was then implanted in the patient without further incident. There was no adverse affects on the patient as a result of the reported malfunction.

Manufacturer narrative:
The complainant reported that the device will not be returned for evaluation, as it was implanted in the patient; therefore, a physical evaluation will not be performed. We are unable to determine if the device met its specifications. A device history record review was performed for the reported lot number of 1163612. All records appeared normal and no quality related issues or manufacturing related deficiencies were noted at the time of manufacturer or during incoming inspection. At this time, we are unable to determine the relationship between the device and the cause for this event. Our directions for use outline appropriate placement, access and maintenance procedure.